Event description:
It was reported that hypotension and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a watchman flx pro delivery system (wds) were selected to be used. During the procedure, the was downsized to an 11fr sheath and at that time the patient became hypotensive, with the blood pressure (bp) dropping to 81/51mmhg. 20mg of protamine was administered. At this point, the patient's blood pressure was treated with medications and the bp continued to decline. The physician checked and no pericardial effusion was noted at the end of the case or after blood pressure was noted to drop. The patient continued to become hemodynamically unstable and then became pulseless. Cardiopulmonary resuscitation (CPR) was performed for six (6) minutes and the patient regained blood pressure and pulse. The patient was stabilized, extubated and was awake, alert, and responsive prior to leaving the procedure room. On 16-apr-2026, the patient was short of breath and a thoracentesis was performed, and 500mg were removed. On 20-apr-2026, the patient was still in progressive care unit (pcu) with lung issues. The patient is expected to fully recover.

Manufacturer narrative:
B7 other relevant history: updated with additional information received.

Event description:
It was reported that hypotension and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a watchman flx pro delivery system (wds) were selected to be used. During the procedure, the was downsized to an 11fr sheath and at that time the patient became hypotensive, with the blood pressure (bp) dropping to 81/51mmhg. 20mg of protamine was administered. At this point, the patient's blood pressure was treated with medications and the bp continued to decline. The physician checked and no pericardial effusion was noted at the end of the case or after blood pressure was noted to drop. The patient continued to become hemodynamically unstable and then became pulseless. Cardiopulmonary resuscitation (CPR) was performed for six (6) minutes and the patient regained blood pressure and pulse. The patient was stabilized, extubated and was awake, alert, and responsive prior to leaving the procedure room. On (B)(6) 2026, the patient was short of breath and a thoracentesis was performed, and 500mg were removed. On (B)(6) 2026, the patient was still in progressive care unit (pcu) with lung issues. The patient is expected to fully recover.